Event description:
It was reported that about a month after implant, the lead had high threshold and decreasing impedance measurements. The lead is still in use. The patient will be re-evaluated to see if the lead should be explanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.